Manufacturer narrative:
The end-user was in route home after school while being transported on a school bus. It was reported the driver of the bus neglected to secure the rear of the chair, only securing the device via the front tie-down securement points. At some point the device was reported to have fallen over forward, with the end-user remaining in the seating. It is presumed this occurred as a result of a hard breaking by the bus operator. Reports indicate when the device fell forward, the end-user was pinned against the floor with the device on top of them. It was reported the end-user was taken to the hospital having sustained fractures to their legs and arm. The device was evaluated and found to be operational, but had sustained considerable damages as a result of the impact during the event. All of the tie down points on the device were inspected and found to be secure with no signs of damage. All accounts received indicate this event was due to improper securement of the device prior to transport. The device did not malfunction nor deviate to have attributed to the event. Due to the severe nature of the event and the degree of damages sustained to the device, it was determined the device would be removed from service. The end-user has been provided a loaner device to use in the interim until a new device is provided. The DHR was reviewed and device met specification prior to distribution.

Event description:
Reports while end-user was being transported on a school bus, at one point the driver applied the brakes resulting in the device reportedly tipping over forward, subsequently trapping the end-user against the vehicle floor. Reports indicate the end-user suffered multiple broken bones as a result.